Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter with serial # (B)(6) was tested with the in-house contour next test strips with lot # 0gpeb06c and in-house contour next control solution from lot # 0bv2g64, which gave a satisfactory performance.

Manufacturer narrative:
During further evaluation, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 0gpeb06c using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that while the customer attempted to perform blood glucose test with the contour next one meter, she obtained e22 and e23 error messages, indicative of a result over range again (over 600 mg/dl) and a result under range (less than 20 mg/dl) respectively. A repeat testing was performed and a reading of 378 mg/dl was obtained. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.